Manufacturer narrative:
Citation: maeda et al. Clinical impact of initial surgical aortic bioprosthetic valve size on mid-term outcomes of transcatheter val ve-in-valve in japanese patients. Gen thorac cardiovasc surg. 2026 feb 27. Doi: 10.1007/s11748-026-02275-x. Published: 27 february 2026. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of initial surgical aortic bioprosthetic valve size on mid-term outcomes of transcatheter valve-in-valve implants in japanese patients.  Multiple manufacturers¿ devices were implanted in the study population of 185 patients.  Of those, 150 patients were implanted with a medtronic bioprosthetic transcatheter valve from the evolut platform.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: aortic dissection, left ventricle rupture, stroke, major/life-threatening bleeding complication, arrhythmia requiring permanent pacemaker implant, moderate to severe aortic regurgitation, elevated transvalvular gradients of 14.2 mmhg, patient-prosthesis mismatch, and bioprosthetic valve thrombosis.  Among all patients, clinical observations that may have occurred during use of the delivery catheter system (dcs): access-site vascular complication.  No further information was provided pertaining to medtronic products.